Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2017-03205. It was reported surgical intervention was undertaken on (B)(6)2017 wherein one of the two existing leads was explanted and replaced due to high impedance values. Note: both leads are being reported as its' unknown which lead was affected by the issue.

Event description:
Device 2 of 2. Reference MFR report#1627487-2017-03205.